Manufacturer narrative:
Follow-up #1: date of submission 03/01/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 02/23/2016 with the following findings: during investigation, a review of the black box data showed a cs 064 call service alarm with high force occurring due to an occlusion during prime. During testing, the rewind, load, and prime steps were performed successfully and the pump was exercised for 24 hours with no call service alarms emitted. The complaint of a call service alarm issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed a crack in the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was reported that the pump emitted multiple cs 064 call service alarms during the prime and fill cannula steps. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.